Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the issue with air bubble in reservoir. The customer¿s blood glucose level was 450 mg/dl. Customer stated that they were hospitalized due to high blood glucose. The reservoir will not be returned for analysis.